Event description:
It was reported that inadequate capture and high pacing impedance were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced during an unrelated procedure. The patient was in stable condition.